Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the foreign body has the appearance of a spring, or tightly wound fragment of silver colored wire that measures approximately 2.5 cm in length and 0.2 cm in diameter"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2002, (B)(6) 2007, (B)(6)2009). Concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pollakiuria ("increased frequency of urination"), gestational hypertension ("high blood pressure during pregnancy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("occasional back pain") and was found to have urine osmolarity increased ("increased urine pressure") and weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("feeling sick"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, anxiety, pollakiuria, urine osmolarity increased, gestational hypertension, dysmenorrhoea, vision blurred, fatigue, weight increased, back pain and malaise outcome was unknown, the nausea had resolved and the dyspareunia and abdominal pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, malaise, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, pregnancy with contraceptive device, urine osmolarity increased, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in 2009: results: one side showed that it was not occluded; on (B)(6) 2011. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received- reporter information, event "the foreign body has the appearance of a spring, or tightly wound fragment of silver colored wire that measures approximately 2.5 cm in length and 0.2 cm in diameter" added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2009. Concurrent conditions included obesity. In (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pollakiuria ("increased frequency of urination"), gestational hypertension ("high blood pressure during pregnancy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("occasional back pain") and was found to have urine osmolarity increased ("increased urine pressure") and weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("feeling sick"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, anxiety, pollakiuria, urine osmolarity increased, gestational hypertension, dysmenorrhoea, vision blurred, fatigue, weight increased, back pain and malaise outcome was unknown, the nausea had resolved and the dyspareunia and abdominal pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, malaise, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, pregnancy with contraceptive device, urine osmolarity increased, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in 2009: results: one side showed that it was not occluded. Most recent follow-up information incorporated above includes: on 21-dec-2018: plaintiff fact sheet received. Other relevant history updated. Outcome of pregnancy changed from "unknown" to "live birth, outcome unknown." Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the foreign body has the appearance of a spring, or tightly wound fragment of silver colored wire that measures approximately 2.5 cm in length and 0.2 cm in diameter/ one side showed that it was not occluded'), pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (no complications)/ pregnancy (with complication)') and placenta praevia ('placenta previa') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (01aug2002,21may2007,13mar2009) and adhesion. Concurrent conditions included obesity. In may 2009, the patient had essure inserted. In may 2009, the patient was found to have weight increased ("weight gain"). In july 2009, the patient experienced night sweats ("night sweats/ hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pollakiuria ("increased frequency of urination/ bladder or urinary problems or changes"), micturition urgency ("increased urine pressure/ bladder or urinary problems or changes"), gestational hypertension ("high blood pressure during pregnancy/ blood or heart disorder/condition- type: high blood pressure during pregnancy"), nausea ("nausea") and fatigue ("fatigue"). In september 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("occasional back pain"). In january 2010, the patient experienced anxiety ("anxiety/ psycological or psychiatric problems - condition: anxiety"). In january 2011, the patient experienced vision blurred ("blurry vision/ vision /eye problem type:"). In march 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), placenta praevia (seriousness criterion medically significant), malaise ("feeling sick") and adhesion ("dense adhesion"). The patient was treated with c-section and surgery (bilateral salpingectomy). Essure was removed on 7-dec-2011. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, placenta praevia, night sweats, vaginal haemorrhage, menorrhagia, anxiety, pollakiuria, micturition urgency, gestational hypertension, dysmenorrhoea, vision blurred, fatigue, weight increased, back pain, malaise and adhesion outcome was unknown, the nausea had resolved and the dyspareunia and abdominal pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on 7-dec-2011. The reporter considered abdominal pain, adhesion, anxiety, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, malaise, menorrhagia, micturition urgency, nausea, night sweats, pelvic pain, placenta praevia, pollakiuria, pregnancy with contraceptive device, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in september 2009: one side showed that it was not occluded.. Pregnancy test urine - in march 2011: positive. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received: new events from pfs- previa placenta and dense adhesion were added. Previous event pt was updated from urine osmolarity increased to micturition urgency. Event onset date was updated. Medical history and concomitant drug were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pollakiuria ("increased frequency of urination"), urine osmolarity increased ("increased urine pressure"), hypertension ("high blood pressure during pregnancy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and back pain ("occasional back pain"). In 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("feeling sick"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, anxiety, pollakiuria, urine osmolarity increased, hypertension, dysmenorrhoea, vision blurred, fatigue, weight increased, back pain and malaise outcome was unknown, the nausea had resolved and the dyspareunia and abdominal pain was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, hypertension, malaise, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, pregnancy with contraceptive device, urine osmolarity increased, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in 2009: one side showed that it was not occluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: events: "night sweats, pregnancy (no complications), device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety), increased frequency of urination, increased urine pressure, high blood pressure during pregnancy, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurry vision, fatigue, weight gain, abdominal pain, occasional back pain, feeling sick", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the foreign body has the appearance of a spring, or tightly wound fragment of silver colored wire that measures approximately 2.5 cm in length and 0.2 cm in diameter'), pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2002, (B)(6) 2007,(B)(6) 2009). Concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pollakiuria ("increased frequency of urination"), gestational hypertension ("high blood pressure during pregnancy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("occasional back pain") and was found to have urine osmolarity increased ("increased urine pressure") and weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("feeling sick"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, anxiety, pollakiuria, urine osmolarity increased, gestational hypertension, dysmenorrhoea, vision blurred, fatigue, weight increased, back pain and malaise outcome was unknown, the nausea had resolved and the dyspareunia and abdominal pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gestational hypertension, malaise, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, pregnancy with contraceptive device, urine osmolarity increased, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in 2009: results: one side showed that it was not occluded; on (B)(6) 2011. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report